Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was noticed on the intraocular lens (iol) during handling, while the lens was being loaded. The procedure was completed with another lens of the same model and diopter. There was no patient contact reported.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to manufacturing site for evaluation. A manufacturing record review was performed. The manufacturing process record was evaluated and the product was manufactured according to specification. The lens is within power specification; hence the lens meets the specified cosmetic requirements. No other complaints for this production order number were received to date. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.